Event description:
Cryolife saphenous vein was noted to be in two pieces versus one when package was opened. Implanted after segments spliced together by surgeon. An unused 10cm section was returned to the company.